Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred charge time outs (ctos) with the original device battery. The device could provide a 35j charge within nominal charge time when using an external supply. The device was fully functional and no hybrid anomalies were found. The results were consistent with the device battery causing the device to charge inefficiently. Battery analysis determined that no internal battery shorting occurred. Complete and partial lithium (li)-severing was observed. The observed li-severing is consistent with the increased battery impedance measured. Review of the save to disk data showed a excessive charge times (ect) events were logged prior to recommend replacement time (rrt) and explant. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer after being explanted with no reason for replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.